Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(6) displayed user advisory (ua)18 (max take-up revolution exceeded) error message was confirmed based on the archive data review but was not confirmed during the functional testing. The autopulse platform passed the testing and performed as intended. The probable root cause of the reported user advisory (ua)18 error was either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked top cover at the lower corner was observed. This physical damage was likely due to mishandling, such as a drop. The top cover was replaced to address the physical damage. The archive data review showed the platform displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages after performing compressions for 14 minutes, unrelated to the reported complaint. The probable root cause of the (ua) 07 error message was likely due to the patient not being oriented on the autopulse platform correctly or the patient having shifted during compression or take-up. Further archive review revealed, the platform displayed multiple user advisory (ua) 18 error messages after the device power was cycled, thus confirming the reported complaint. Per the autopulse maintenance guide and autopulse user advisory list, user advisory (ua) 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory (ua) 07 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned, deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error, unable to replicate the customer's reported complaint. The load cell characterization test confirmed both load cell modules were functioning within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Correction on h4: the correct autopulse platform manufactured date is 06/21/2021, not 06/22/2021 that was initially submitted. The reported complaint of the autopulse platform (s/n (B)(6) displayed user advisory (ua)18 (max take-up revolution exceeded) error message upon powering up was confirmed based on the archive data review but was not confirmed during functional testing. The autopulse platform passed the testing and performed as intended. Based on the archive data review, the root cause of the reported ua18 error was that the autopulse detected no weight present on the platform likely attributed to user error. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/manikin. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/manikin, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. During visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked top cover at the lower corner was observed. This physical damage was likely due to mishandling, such as a drop. The top cover needs to be replaced to address this damaged issue. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred; thus, confirming the reported complaint. There was no deployment/compression activity recorded on october 1. However, on october 8, the device performed several compression for a duration of 14 minutes and then stopped to a ua7 (discrepancy between load 1 and load 2 too large) error but not ua 18 as reported complaint . The probable root cause of ua07 error message was likely due to the patient not being oriented on the autopulse platform correctly or the patient having shifted during compression or take-up. The ua07 error is unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed the initial functional test without any fault or error, unable to replicate the customer's reported complaint. Zoll is awaiting customer approval for service repair. Based on the updated investigation result, the previous medical safety assessment has not changed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(4) was used to resuscitate a male patient in cardiac arrest. The platform displayed user advisory (ua)18 (max take-up revolution exceeded) error message after performing several compressions. The patient was repositioned quickly and the error cleared and compressions restarted. However, the platform displayed the (ua) 18 error one more time after several compressions. The platform stopped compressions with the (ua) 18 error message two more times. Per reporter, the lifeband broke and became detached from the black clip. The use of the platform was discontinued and the crew immediately revert to manual CPR for 30 minutes. A return of spontaneous circulation (rosc) was not achieved and the patient expired. Per the reporter, the patient's death was not related to the autopulse platform. Please see the following related MFR report: MFR # 3010617000-2021-01073 for the lifeband (lot #unknown).